Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (damaged response button-nonfunctional) has been confirmed. As received, the front response button cover was torn and the switch was defective. The cause for the nonfunctional response button was damage to the switch. The front response button cover was torn, exposing the switch to the environment. The source of the damage cannot be positively identified. No adverse event resulted from the defective switch. The pt received a replacement monitor.

Event description:
A (B)(6) male pt's wife contacted zoll customer support to report the pt's response button had fallen off and now could not press it. The pt was issued a replacement monitor.